Event description:
It was reported that sagittal saw attachment stoped suddenly during the surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ italy. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated. Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because this medwatch report is a duplicate of medwatch report 0008031000-2024-00142. This event information will be reported further under cmp (B)(4) (medwatch 0008031000-2024-00142).

Event description:
No further event information available at the time of this report.